Manufacturer narrative:
The returned device was evaluated. The foot was found to have fractured off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which may have contributed to this event. This issue was investigated via CAPA and subsequent enhancements to the product were made to reduce the occurrence of this issue.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the rod bender broke during in-situ rod bending. The broken piece was removed from the surgical field. There were no complications, patient injury, or surgical delays associated with this event.